Event description:
Rayner intraoculr lenses limited received notification from the french distributor of an event that occurred during use of a m-flex t 638f iol. The event description provided a rayner states that the iol was removed.

Manufacturer narrative:
The ref c13235 was allocated to this event by rayner intraocular lenses limited. The event description provided to rayner by the distributor states that the m-flex t 638f was removed during surgery on (B)(6) 2013. The reason for the iols removal has not been specified by the reporter. Rayner is working with the distributor to obtain additional details on the surgery session in order to gain information and understanding on the events leading the iols removal. The distributor is liaising with the reporter and on (B)(6) 2013 advised rayner that no further info on this event had yet been received. Without the ability to examine the device and without clear event details being provided a root cause is extremely difficult to ascertain. Our review of productions records for the m-flex t 638f iol batch 052e37300 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from month of mf of the determine if any trends existed. This review concluded that no other incidents, of a similar nature, have been received against the m-flex t 638f iol batch 052e37300.